Event description:
It was reported that the customer received a button error alarm on her insulin pump, after it was dropped in the toilet. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 204 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response due to corroded keypad traces. Moisture damage found on the electronic and motor assemblies. Unable to perform the functional test due to button/keypad anomaly. The device was received with cracked battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched display window.